Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline age of the patients represented in the article for the epicardial leads is 7 months; and the baseline age for the patients with the transvenous leads is 15 years old. The model listed in the report is a representative, as there is no model identified with specific details. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a comparison of steroid-eluting epicardial versus transvenous pacing leads in children. J card surg 2000;15:323-329. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The author reported that there were epicardial leads with oversensing, loss of capture, apparent fractures, decreased in sensing (however, it was ¿still more than adequate for normal pacemaker function¿), and increased thresholds. With the transvenous leads there were lead fractures, failure to sense, increased thresholds, and decreased sensing. The status/location of the lead is unknown; however,medical and/or surgical intervention was taken for many of the patients. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.